Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. D4: batch # a99e75. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: sigmoidectomy was performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an sigmoidectomy laparoscopic surgery, the device could not be fired during use, and it could be confirmed that the device was not energized. When the doctor checked the device after operation, it was found that there had been a foreign matter in sheet form between the battery package and the main body, and that was the reason for not energizing. It is unknown whether the foreign matter was in the package or was clamped during surgery. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2026 d4: batch # 857d73 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cdh25p was returned with no apparent damage. As no tyvek or blister were returned for evaluation, we are unable to investigate further the issue of ¿packaging foreign matter non-biologic". No foreign matter was detected in the battery pack area. In addition, the cdh25p device arrived with no apparent damage along with the loose stapler retainer. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. In addition, body fluids were noted in the shaft and end effector area. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device fired without any difficulties noted and it was returned without detectable damage and no foreign matter was noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 857d73, and no non-conformances were identified.